Event description:
Information was reported by a healthcare professional (hcp) regarding a patient whose implanted pump which was used to deliver fentanyl (1000mcg/ml at 130 mcg/day), bupivacaine (10 mg/ml at 1.3 mg/day), and morphine (10 mg/ml at 1.3 mg/day). The indication for use was spinal pain. On (B)(6) 2016 the hcp reported that upon pump interrogation a motor stall was seen. The patient had an MRI on (B)(6) 2016 and it had been more than two hours since the patient existed the MRI field. The stall had not recovered. It was noted that the pump was alarming. No patient symptoms were reported. Additional information was reported by the hcp on (B)(6) 2016. It was noted that no actions had been taken to resolve the motor stall and alarm. The managing physician had not ordered the MRI, the results were unknown, it was unknown if troubleshooting had been done, and it was unknown if the motor stall had recovered within two hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.